Manufacturer narrative:
An infusion test was run using battery power and a program for 149ml over 24 hours. The percent of error was -0.81%. The negative polarizing plate in the battery compartment was missing and one of the positive contact plates was twisted. The polarizing plate helps provide correct battery orientation.

Event description:
The pump reportedly "went blank and turned off without alarming." The pump had been in use infusing dobutamine in an unknown concentration, 149ml over 24 hrs. At approximately hr 23, the pump "stopped." The pt did not experience any adverse effects, he had received 23 hrs of the medication as programmed. When the home hlth nurse checked the pump, it was "dead." She replaced the batteries and it powered on with a constant alam and only one-half of the screen segments appeared. No further inf is available.